Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized for peritonitis. The nurse reported the staphylococcus epidermidis peritonitis was caused by touch contamination. The nurse could not report the treatment.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the device records review confirmed the labeling, material, and process controls were within specification. The patient was diagnosed with touch contamination peritonitis on (B)(6) 2015. The culture results showed staphylococcus epidermidis. Based on what is medically reported via culture and report from the nurse, the event of peritonitis likely related to touch contamination or exit site contamination and not related to fmc products.